Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. Log file was requested, but has not been provided yet. Without the log file the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported suction loss during laser treatment. A new patient interface was used to reapply suction. It was noted that the flap lift was good, the corneal bed looked good, and treatment was completed with no patient harm.